Event description:
I was implanted with the stop device (now marketed as essure) in 2000. I was part of the study group and while involved in the study complained of pain and other issues. These issues were dismissed by the study staff and I was told that I must have another health issue and that my complaints were not related to the device. Now, 13 years later, and after numerous specialists and tests, I am having a hysterectomy to remove the implants. I suffer from wildly erratic, irregular periods, pelvic pain that is nearly constant, sharp stabbing pains in the pelvis regions, headaches, symptoms of severe allergic reaction from an unk source (presumably from the nickel and/or pet fibers), widespread severe swelling, extreme fatigue, muscle pain and weakness, muscle spasms and tremors.